Manufacturer narrative:
Technical evaluation: the pump was received in the original box in like-new condition. The pump was tested by installing a pressure gauge to the vacuum outlet and setting the vacuum regulator knob to 20inhg and then setting the dial knob to maximum. Conclusion code: the pressure gauge was reading within +/-2inhg and exceeding the minimum 20inhg on the maximum dial per specification. The pump appeared to work properly. No problem was found. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
An unused pump has a broken knob.